Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports concerning the panta device used in the same surgery on the same pt. (See MFR report number 9615741-2014-00048). This report concerns the 519130nd compression device. It was reported the two parts 519110 (panta support) and 519130 (panta compression instrument) are inserted with difficulties; difficulties to have both straight. The surgeon used paraffin jelly to insert it. There was no pt injury reported. Surgery time was increased by 5 minutes.